Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The specific root cause of the facility training and/or device handling could not be determined at this time. The following information regarding insufficient reprocessing is stated in the instructions for use which may have prevented the event: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." The following information regarding aspirate detergent solution is stated in the instructions for use which may have prevented the event: "monitor the suction bottle on the suction pump carefully to ensure that it does not overflow. Otherwise, suction pump damage could result. 1. Turn the suction pump on. 2. Attach the biopsy valve¿s cap. 3. Immerse the distal end of the insertion section in detergent solution. Depress the suction valve and aspirate detergent solution into the instrument channel for 30 seconds (see figure 3.14). 4. Remove the distal end of the insertion section from the detergent solution. Depress the suction valve and aspirate air for 10 seconds. 5. Turn the suction pump off." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device remains at the user facility. The subject device was not returned to the service center for evaluation. As part of our investigation, the first ess completed the reprocessing observation onsite and reported all findings to a second ess who will be scheduling an in-service and educating the staff regarding the improper reprocessing that noted. To date, the ess visit has not been finalized. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopic support specialist (ess) reported that during an onsite tiger team visit at the customer¿s site, it was noted that the staff was skipping reprocessing steps. The ess observed that staff was not wiping the insertion tube, only had 100 milliliters of suction solution which was not enough to properly reprocess a scope per the manufacture¿s guidance and the staff did not use the air/water cleaning adapter or flush the auxiliary water lines. There were no patient infections reported.